Event description:
PICC cracked @ hub and also @ blue hub.

Manufacturer narrative:
Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.

Manufacturer narrative:
The device is indicated as available for return, at the time of this report, the device has not been returned. A follow-up report will be submitted once the device has been returned and evaluated.

Event description:
PICC cracked @ hub and also @ blue hub¿.